Manufacturer narrative:
The device was returned and the evaluation found the event previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited foreign material inside the endoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU)- cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual¿ describes the reprocessing procedures of cyf-vh. The reported phenomenon might be prevented by following the descriptions. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.